Event description:
While testing the core impaction drill at the manufacturer, it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Upon disassembly for visual inspection the rotor was stuck in the motor housing, the sockets were corroded.